Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The esheath was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner fully expanded, and tip opened. Distal tip split observed. Scratches observed along sheath shaft. Liner delaminated approximately 4cm in length from distal tip. C-marker attached to liner. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Imagery was provided, and the following was observed: tortuosity and calcification present at access vessels. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath distal tip split was confirmed per evaluation of the returned device. Per imagery evaluation, access vessel tortuosity and calcification were present. Per device evaluation, the sheath distal tip is split and scratches were noted on the sheath shaft. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the sheath distal tip split. The sheath liner delamination was confirmed per evaluation of the returned device. Patient and/or procedural factors can contribute to circumferential delamination of the sheath liner during withdrawal of the delivery system. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound and further lead to sheath liner delamination. In this case, as reported, the commander delivery system balloon burst, and difficulty was encountered to retrieve the commander delivery system from the vasculature. Additionally, as per imagery evaluation, the patients access vessel presented tortuosity and calcification. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of burst balloon) may have contributed to the sheath liner delamination. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from australia by our edwards lifesciences affiliate, upon device return of a 14fr esheath to edwards lifesciences, sheath liner delamination and distal tip split were observed. During deployment of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach the commander delivery system balloon burst at full inflation. The valve was fully deployed, with mild paravalvular leak (pvl). The balloon was inflated with an additional +1cc of volume. The team was able to withdraw the delivery system safely through the illiacs, but then the delivery system was caught on vasculature in the common femoral artery. There was difficulty withdrawing the delivery system through the 14fr esheath. The patient suffered a common femoral artery dissection during withdrawal of the devices. The procedure was converted to surgery to repair the injury and a blood transfusion was needed. It was thought that the balloon burst, and the exposed "clear plastic rubber inside the balloon distal to the alignment marker" damaged the artery during withdrawal. Per initial pre-decontamination evaluation of the returned 14fr esheath, the following was observed: 14fr esheath was received fully expanded, with distal tip opened and split. Sheath liner is fully delaminated, but ce marker is attached.

Manufacturer narrative:
Investigation is ongoing.